Manufacturer narrative:
We were provided two possible catalog numbers for the device and will update the record if we receive more information. The catalog number could be 482617545 or 482617550. H3 other text : device location unknown.

Event description:
A company representative reported that a patient underwent revision surgery approximately 6 months post-operatively to address a migrated tri pl cage and a 'loosened' xia polyaxial screw. This report is for the xia polyaxial screw.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : device location unknown.

Event description:
A company representative reported that a patient underwent revision surgery approximately 6 months post-operatively to address a migrated tri pl cage and a 'loosened' xia polyaxial screw. This report is for the xia polyaxial screw.